Event description:
It was reported that the patient underwent a t12 laminectomy and removal of intradural and extradural schwannoma and fusion. It was reported that in order to achieve fusion, rhbmp-2/acs was used posteriorly at the t11 and l1 levels. Reportedly, approximately 30 months post-op the patient was diagnosed with progressive thoracic myelopathy secondary to an intradural arachnoid cyst and as a result had to undergo additional surgeries at 30, 31, and 48 months post-op to remove the recurrent arachnoid cyst. It is reported that the patient is a paraplegic and continues to experience daily debilitating pain and paralysis that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient underwent CT scans of the lumbar and thoracic region. Post op changes are noted without evidence of complications. (B)(6) 2008: the patient underwent CT after myelogram of the lumbar spine. Impression: unremarkable. The patient also underwent CT of the thoracic spine as well. Impression: there are postoperative changes from t11 through l1. There is a meningocele at the operative site. This meningocele slightly displaces the thecal sac to the right but does not appear to cause any definite nerve root compression. There is filling defect within the thecal sac posterior and left lateral to the cord. The cause of this is unclear. This could be some intrathecal hematoma from the surgery. (B)(6) 2008: the patient presented for lumbar spine x-ray due to low back pain . Findings: alignment is maintained and no new acute abnormality is seen. The patient was discharged home. (B)(6) 2008: the patient presented for fluoroscopy of the lumbar spine. Impression: there is stable fusion from t11-l1. Examination was unremarkable. (B)(6) 2010: the patient presented for CT of the thoracic spine due to leg weakness . Impression: peripherally calcified process with low density center at the surgical site involving the posterior element. The extent and size is unchanged since (B)(6) 2009. The thickness of peripheral calcification has increased. This may be chronic reactive change from a meningocele, reactive calcification from postoperative hematoma, osteoblastoma, although unlikely, coulc have a similar appearance. There has been development of irregular calcification within the thecal sac at and below the expected location of the conus medullaris likely extending along the filum terminale. (B)(6) 2010: the patient presented for a CT of the thoracic and lumbar spine. Impression: clumped nerve roots down the central portion of the bony canal in the lumbar region consistent with relatively severe arachnoiditis are again seen, also seen is a fluid collection in subcutaneous tissues dorsal to fusion hardware at t11, t12, and l1. Suboptimal filling of subarachnoid space in the thoracic region. This would appear to be primarily on the basis of an unusually large arachnoid cyst , which extends essentially the entire length of the thoracic spine but is particularly markedwith mass effect on the cord as low as the t5 level and extending up into the cervical region. No opacification of subarachnoid space was accomplished in the cervical area. Also noted, is the known three level posterior metallic fusion at t11, t12, and l1. Circumferential ligatures are seen about the posterior elements of the l1 level. (B)(6) 2010: the patient presented for x-rays of the cervical spine. Findings: no fracture or dislocation is seen; there is no prevertebral soft tissue swelling. The patient also underwent MRI of the cervical spine. Findings: consistant with an arachnoid cyst beginning at the c4-5 level and extending into the thoracicspine. There is no apparent diffusion coefficient abnormalities and there is no pathologic enhancement to suggest a cause of the extra-axial mass, other than arachnoid cyst. (B)(6) 2010: the patient presented for myelogram. Conclusion: in the lumbar region there is evidence of obvious arachnoiditis with adherent nerve roots in the midline. No extradural defects or epidural abnormalities are seen. There is also poor opacificaiton of the thoracic subarachnoid space. (B)(6) 2012: the patient presented with severe thoracic level paraparesis. He is wheelchair bound, is having bladder incontinence and ascending sensory loss. MRI shows the anterior cervical arachnoid cyst about the same despite prior surgery. The cyst at the conus, just above the level fusion, looks remarkably better. There has been very finely expansion of the cord at that level. There is now development of a new dorsal arachnoid cyst at approximately t4-7. This appears to be causing significant compression of the spinal cord at that level, and would certainly fit neurologically with is progressive difficulties. The patient underwent a thoracic laminectomy, t4-t7 excision anterior cervical arachnoid cyst. (B)(6) 2012: the patient presented with pain associated with the thoracic region of the spine, but he also has radicular symptoms of pain which radiates down his left lower extremity. Diagnosed with paraplegia. (B)(6) 2014: the patient presented with paraplegia, chronic pain in back and legs, and chronic spasms as well. Assessment: schwannoma with paraplegia. (B)(6) 2014: the patient underwent x-rays of the pelvis and right femur. Findings: there is an intertrochanteric fracture on the right. This is a displaced fracture. Negative for dislocation. (B)(6) 2014: the patient presented with a preoperative diagnosis of comminuted intratrochanteric subtrochanteric fracture of right femur. The patient underwent an open reduction internal fixation, right femur, using 90 mm x 95 degree blade plate. No patient complications were reported. (B)(6) 2014: the patient presented with failing fixation intertrochanteric/subtrochanteric fracture of right hip. The patient underwent removal of existing blade plate with redo open reduction and replacement of blade plate with shorter blade with revision of fixation. No patient complications were reported. (B)(6) 2014: the patient underwent x-rays of the hip. Findings: a comminuted fracture in the subtrochanteric region of the right femur with internal fixation. There is persistent proximal and medial displacement of the distal fracture segment. No interval change in alignment. Increased callus is seen across the fracture site consistent with healing. (B)(6) 2014: the patient underwent x-rays of the right hip. Findings: bony demineralization. (B)(6) 2014: the patient underwent x-rays of the right hip. Findings: there is increased callus formation across the fracture site suggestive of interval healing. (B)(6) 2014: the patient presented with chronic pain secondary to spinal cord schwannoma.

Manufacturer narrative:
(B)(4). Review of radiographic imaging found as follows: (B)(6) 2010 ap and lateral thoracolumbar plain x-rays show a two level construct from t11, t12 and l1. Sublaminar wires are present wrapped around the t11 lamina and l1 lamina which appear to suggest previous surgery as they are not secured to the current pedicle screw construct. Fusion bone appears laterally from t11 to l2. Lateral x-ray lumbar and lumbosacral spot appears normal. Slight increase in lumbar lordosis is noted. Ap pelvis x-ray shows normal si joints and hips lateral thoracic films show the construct with sublaminar wires up to t11 with normal vertebra above as high as the cervicothoracic area. Thoracic MRI initial sagittal t1 and t2 weighted images show same construct from t11 to l1. Due to the small size of the images detail is not available. Motion artifact and flow artifact about the heart appears to further obscure spinal structures. On (B)(6) 2008 thoracic CT construct spanning t11 to l1 is seen. Fusion appears absent. Sublaminar wires are seen and do no impinge on the neural elements. Air is seen on the left at about t12, just lateral to the cord. Dural sac detail is missing without contrast in the region of the implants. On (B)(6) 2008 scout ap.lateral thoracolumbar x-rays normal. Thoracic CT with and without contrast, axial and coronal/sagittal reconstructions follow up CT despite lack of contrast shows large tumor within the canal that expands through the foramen in the region of the left costovertebral joint and facet. Contrasted CT shows the tumor has both intradural and extradural extensions. Tumor is very visible on reformats. There is remodeling of the pedicle due to pressure created by the tumor and clear deviation with pressure upon the spinal cord. Lumbar ap, lateral and oblique appear normal (B)(6) 2008 thoracolumbar CT tumor excision has been performed along with placement of pedicle screw construct and sublaminar wires. Gas remains in the area of the previous tumor mass. On (B)(6) 2008 myelogram CT this study shows the area of surgery with clear visualization of the cord and dural sac postoperatively. Apparent contrast leakage is noted in the area of the previous tumor excision. The dura is indistinct in the region of tumor excision. The cord which expands proximal to the surgical site does not appear to have a syrinx present within it, however the healing area of tumor excision does appear to deviate the cord still. Myelogram also suggests extravasation of contrast dye in the region of the tumor excision. On (B)(6) 2008 thoracic and lumbar ap/lateral x-rays multiple plain films show the construct intact. On (B)(6) 2009 CT thoracic and lumbar lysis is noted around the right t11 screw. In addition a very larger pseudo-meningiocoele appears to have formed and the perimeter has calcified. Lumbar CT shows the same area from below. No pathology is noted below the operative level. On (B)(6) 2010 CT thoracic see below (B)(6) 2010 CT thoracic and lumbar this study shows maturation of the operative area. The pseudo meningiocoele has closed and contrast is now contained, however the remnants of calcified rim remain behind. Scar tissue has developed adhering the cauda-equina well down into the lumbar spine consistent with arachnoiditis. The cord and conus are deformed by the developed scar tissue, but there is no evidence of syrinx formation within the cord substance itself. On (B)(6) 2010 thoracic and lumbar myelogram this study appears to show near total myelographic block at the previous surgical site. Based upon the CT assessment this is most likely due to the extensive scar tissue that developed around the dura, conus, pseudomeningiocoele etc. (B)(6) 2010 x-ray cervical two views normal cervical series